Event description:
A lawsuit alleged the patient sustained undetermined injuries due to her device. No specific details have been provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.